Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that one of his battery packs would not hold a charge. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not holding a charge was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.